Manufacturer narrative:
(B)(4). UDI (B)(4). Report source: foreign county: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00816.

Event description:
It was reported patient underwent hip revision approximately 1.5 years post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event confirmed with operative notes. Operative notes for revision surgery demonstrated that the patient was revised due to dislocation. Head and liner were replaced. X-rays were provided and reviewed. X rays demonstrated anatomic alignment of the left hip arthroplasty components prior to and following the revision. No dislocation is present on the images provided. Review of the device history record identified no deviations or anomalies that would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.